Manufacturer narrative:
The glucose reagent lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer, replaced the sample probe, adjusted the gear pump and main pump to the correct levels, and performed a successful precision check. The investigation determined the event was due to a preanalytical issue at the customer's site (sample probe contamination) and adjustments to the main water. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose results from patient samples tested on the cobas c 303 analytical unit. One example of discrepant results was provided: the initial glucose result from the analyzer was 54 mg/dl. The repeat result from another cobas c 303 analyzer was 107 mg/dl. The initial result was not reported outside of the laboratory.